Manufacturer narrative:
On 04/18/2008, information was received from the service site that the unit was received in without any failure information. Multiple attempts were made to the customer to try and obtain failure information, but no response was received from the customer. The service site performed an investigation on the unit, and verified a failure of error 517 which also affected the audio circuit, resulting in "no audio" on the device. The observed failure of "no audio" was isolated to the main pcb.

Event description:
On 04/18/2008, new information was received from service site indicating that during repair of the unit, no audio was observed.